Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a car accident. This right atrial (ra) lead lost slack during the incident. The patient underwent a revision wherein this lead was added slack to resolve the issue. The ra lead remains in service. No additional adverse patient effects were reported.